Manufacturer narrative:
It was observed that during the device inspection the bronchovideoscope had no image the most likely cause was determined to be component degradation due to corrosion on the plug unit (connector). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope, had no image. There was no patient involvement.